Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence and bleeding. It was reported that patient underwent local resection of suburethral exposure of mesh graft on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/24/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystocele/rectocele due to symptomatic pop, cystocele, rectocele and hypermobility.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.